Event description:
It was reported: "the gamma nail in the patient's left femur was revised because the lag screw advanced through the femoral head. The nail, lag screw and at least one distal screw were removed and the patient was converted to a hemi hip. Rep confirmed that implant information may be able to be provided (catalog/ lot). Otherwise, rep confirmed no further information will be released by the hospital or surgeon."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : not returned.